Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported the issue. Physio observed that there was poor contact between the ribbon cable connecting the interface pcb assembly and main keypad assembly. Physio removed the ribbon cable and cleaned all of the contacts between the interface pcb assembly and main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the on/off button is the only button working on the device. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.